Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtma2d1 ICD, implanted: (B)(6) 2017. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed a gradual increase in impedance and the sensing integrity count was noted. Following a device change-out, there was no indication of lead impedance changes. There was re-programming performed twenty-four days after the device was replaced and the impedance was found to be normal, the sensing integrity count was again noted and was varying. It was also reported the lead thresholds/output are high and there is a persistent increase in impedance. The lead remains in use and no patient complications have been reported as a result of this event.